Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during the implant procedure, high lead impedance was observed in the svc configuration. It could not be determined if the cause was a lead or a connection issue. The svc was programmed off and the device remains implanted. Dft test was successful. Patient condition was good.